Event description:
A nurse reported to baxter (B)(4) a defective blood backflow valve of a hemofiltration kit aquaset (code aquaset 12 lot n0918) and blood was observed into the heparin syringe in spite of a programmed flow rate. The sample was not available. The event occurred during patient use, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was not available or received. Haemotronic received photos of the device showing blood inside the heparin syringe. On the basis of the photos received, it is clear that something happened to the check valve because it was clear that blood was present inside the heparin syringe, but it was impossible to understand the reason of the valve malfunction solely through analysis of the photos. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventive action has been taken because the specific defect and relevant root causes were not able to be identified.